Manufacturer narrative:
H.6. Investigation summary: no product information or sample available. Based on the limited information, bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text : see h10.

Event description:
It was reported that bd texium had coring. The following information was received by the initial the reporter with the verbatim: the following was obtained during clinical assessment. Clinicians¿ reported coring occurring when using cstds. No patient involvement.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd texium had coring. The following information was received by the initial the reporter with the verbatim: the following was obtained during clinical assessment. Clinicians¿ reported coring occurring when using cstds. No patient involvement.